Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified superficial femoral artery. A 6.00mmx 90cm 2cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 10atm for 30 seconds upon second inflation. The procedure was completed with another of the same device. No patient complications were reported.